Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On unreported date, the patient was treated with injection of vancomycin 2 grams (route, frequency and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovered from the event. Additional information was requested but is not available. This is report 2 of 3.